Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop'. The instructions for use (IFU) and patient manual also includes a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual also outline steps pertaining to the care and handling of the driveline to controller connector and driveline cover in order to prevent damages which may result in vad stoppage. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is one of five reports (3007042319-2016-00598, 00599, 00600, 00601, 00602) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient experienced multiple "vad stop" and "power disconnect" alarms on multiple occasions. The patient has reported to have a controller and batteries exchanged in the past for similar events. The batteries were exchanged with no reported effect on the patient.

Manufacturer narrative:
The reported event of multiple vad stops could not be confirmed on the returned batteries, (B)(4). The reported event of a power disconnect alarm was confirmed for (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events. (B)(3) participated in these events. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. Log file analysis also revealed a power disconnect alarm which occurred on (B)(6) 2016 at 18:37:58. The alarm was triggered by (B)(4), which showed 0% remaining state of charge. This is most likely due to a communication error, as (B)(4) was logged with 97% both prior to and following the alarm. No vad stops were identified. Log file analysis showed that (B)(4) had not received the smr upgrade. Analysis of (B)(4) revealed that the devices met specifications; the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Analysis of (B)(4) revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing due to a high max error, which is indicative of units that are out of calibration. A modified testing method was performed on (B)(4) which successfully reset the max error of the battery to 1%. The same modified testing method was performed on (B)(4) but it was unable to reset the max error of the battery to a lower value. The most likely root cause of the high max error can be attributed to a use pattern involving the exchange and recharge of batteries before reaching 25% rsoc. The most likely root cause of the reported power disconnect alarm can be attributed to a communication error between the controller and the batteries. The most likely root cause of the reported vad stops could not be determined, the reported events could not be found through log file analysis or duplicated at the bench level. This is one of five reports (3007042319-2016-00598, 00599, 00600, 00601, 00602) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.